Event description:
Boston scientific received information that intermittent loss of capture (loc) was noted on an inpatient monitor. The patient implanted with this device system had been hospitalized due to the end-stage of renal failure, hypoxia and sepsis. The pauses in pacing were greater than two seconds. Threshold measurements had reportedly increased and the device outputs were reprogrammed. The patient was to be monitored, however, at this time, no adverse patient effects were reported as a result of the clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.